Manufacturer narrative:
(B)(6). The device was manufactured between (B)(6)-(B)(6) 2018. Four (4) actual units were received at the plant for evaluation. A visual inspection was performed and noted fluid inside of the bags that the devices were returned in. The cause of the leaking fluid was due to an untightened blue winged luer cap. The blue winged luer cap was tightened by manually rotating the cap until the cap could no longer be rotated. A functional leak test was performed with no issue noted. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that four (4) small volume intermates were leaking from the blue winged luer caps. The leaks were discovered prior to patient use. There was no patient involvement. No additional information is available.